Event description:
It was reported that a patient underwent unknown spinal surgery with implant of posterior pedicle screw fixation. Post-op, a pedicle screw was broken and a revision surgery was done approximately 2 months post-op.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Visual review confirms screw breakage approximately ~3-4 threads from the base of the bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface examination identified a multi-modal fracture, with ratchet marks around the area of fracture initiation and progressive striations emanating away from the area of origin of initial fracture propagation as noted, as well as increased material disruption at approximately 40% through the cross-sectional area. Dimensional examination confirmed conformance to print specification of the bone screw diameter. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.